Event description:
It was reported that during follow-up, the pulse generator exhibited backup operation and loss of output. The device was explanted and replaced. The patient was in good condition during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . Final analysis found the pulse generator in backup operation due multiple bit flips. Following a software download, normal device function resumed. Analysis also found normal output characteristics.